Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed in the femoral vein of a (B)(6) male pt who was very dehydrated. During insertion, the physician was using the straight end of the spring wire guide (swg) as opposed to the j end through the introducer needle for placement. Slight resistance was felt and the physician removed the swg and found the tip was separated. An x-ray was performed and the piece of swg was seen in the subcutaneous tissue. At which time, the pt was taken to surgery and the piece was removed. There were no pt complications reported. The pt is doing fine.